Manufacturer narrative:
MFR report # 3003721894-2018-00380 is associated with argus case (B)(4), new poligrip si. New poligrip si is marketed as super poligrip in the us.

Event description:
Laryngeal obstruction [laryngeal obstruction]. Dyspnoea [dyspnoea]. Buccal mucosal roughening [roughness oral]. Device use error [device use error]. Case description: this case was reported by a consumer via call center representative and described the occurrence of laryngeal obstruction in a female patient who received double salt dental adhesive cream (new poligrip si) cream for denture wearer. Concurrent medical conditions included denture wearer. On an unknown date, the patient started new poligrip si. On an unknown date, an unknown time after starting new poligrip si, the patient experienced device use error. On an unknown date, an unknown time after starting new poligrip si, the patient experienced laryngeal obstruction (serious criteria gsk medically significant) and dyspnoea. On an unknown date, an unknown time after starting new poligrip si, the patient experienced roughness oral. On an unknown date, the outcome of the laryngeal obstruction, dyspnoea, roughness oral and device use error were unknown. It was unknown if the reporter considered the laryngeal obstruction, dyspnoea, roughness oral and device use error to be related to new poligrip si. Additional details: the patient slept while wearing dentures with new poligrip si. During the sleep, new poligrip si melted and all of it entered the throat, making her difficult to breathe and feel that she came close to dying. As of this report, her mouth became rough. She had not yet sought medical help. She could not remove dentures before bedtime. No further information is expected.